Manufacturer narrative:
The manufacturer's bench repair technician evaluated the device and confirmed the reported problem via error logs, but did not duplicate it. Although the reported problem was not duplicated, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the defibrillator experienced an ECG-related self-test failure. There was reportedly no patient involvement.